Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported the patient received shocks and was outside of the united states. A request for additional information was made, but not received. The device remains in use and no further patient complications have been reported as a result of this event.